Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had a spinal cord stimulation, before it broke. No further information was received. Indicated for use is unknown. No further complications or patient symptoms were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient on (B)(6) 2018. The patient stated that their ins was implanted in 2009 and stopped working about a year later. The cause of the ins not working was unknown and the device was explanted in 2010. No further complications were reported/are anticipated.